Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old male undergoing cardiac surgery was attempted to be implanted with an impella device for mechanical circulatory support. It was reported that the device was unable to be placed due to the patient¿s anatomy. The physician implanted an intra-aortic balloon pump (iabp) instead. No patient harm was reported.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.